Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between 05/29/2025 and 05/30/2025. H11: : the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed that the tubing was separated from the first site clearlink in the downstream part. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an unspecified quantity of clearlink luer activated valve sets separated from the clearlink y-site, resulting in medication leakage. The event occurred during plasmalyte infusion running at 80 ml/hour. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.